Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received multiple calibration errors. Customer removed all three sensors. Customer also received change sensor alarms. The blood glucose reading was 148mg/dl. Nothing further reported.